Event description:
In april 2004, while using the sound processor, the pt reportedly experienced overly loud sensations followed by no sound perception. The next day the pt reportedly was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the pt's c1 device was no longer functioning.